Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Mother called on behalf of her child, reported mobile system blood glucose results: 07.34 p.m. 352 mg/dl 07.37 p.m. 173 mg/dl 07.37 p.m. 113 mg/dl reported no adverse event. A request was made for the return of the meter and strips, replacement sent.